Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture. A chest x-ray confirmed lead dislodgement. The the lead was repositioned on (B)(6) 2013.